Event description:
Approximately 5 year(s) and 5 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced other - pain. Patient was doing push-ups and now complains of pain. The patient underwent revision surgery, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
Concomitant device(s): 300-10-15 - equinoxe replicator plate 1.5mm o/s: 5280890 300-30-10 - equinoxe preserve stem 10mm: 5151388 310-01-50 - equinoxe, humeral head short, 50mm (beta): 5290780 314-13-15 - equinoxe cage glenoid extra large, beta: 4645454 300-20-02 - equinox square torque define screw drive kit: 5219534 315-35-00 - glnd kwire: 5341669 531-78-20 - shouldr gps hex pins kit: 5302039 (B)(6) - gps implant kit v2: 02031018185.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected h6: corrected component, and investigation clinical codes.